Manufacturer narrative:
Concomitant products: product ID: 8835, product type programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that, following a pump revision (refer to manufacturer report # 3004209178-2015-09271 for the revision event), the patient indicated "things haven't been right" and he hasn't had pain relief. Additionally, every time a bolus was requested, he would get a severe headache that would last two to three hours. It was noted the patient received refills every 39 days, and the drug type/concentration hadn't changed. The device system was used to deliver compounded morphine. Additional information has been requested regarding the cause of the event, if any diagnostic testing or troubleshooting occurred, if any interventions occurred and how the patient was now doing but was not available as of the date of this report. If additional information becomes available, the event will be updated. Additional information received via a device manufacturer representative reported the patient's pump was originally going to be replaced but the patient had decided to get it explanted. The pump was to be sent in for analysis. The date of the explant was not known as of the date of this report. The drug being delivered via the device system was morphine (20mg/ml at 6.994/day). If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the catheter identified a reliability non-conformance of the catheter body with a compressed area and damage to the transition tube. Analysis of the catheter identified a procedural non-conformance of a catheter body kink. The pump is associated with eval code method. The catheter is associated with eval code method. The pump is associated with eval code-result. No longer applies to the event. The catheter is associated with eval code-result. The pump is associated with eval code-conclusion and the catheter is associated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Removed eval code-conclusion from the catheter and added.